Event description:
It was reported that five days after the triple lumen catheter was inserted in the pt, pt got out of bed and walked across the room stretching the catheter until it separated. The pt experienced a cardio-respiratory arrest which was suspected to be related to an air embolus. CPR was initiated and the pt was intubated. The pt recovered without any complications.